Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with glucose tablet for low blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was on auto mode at the time of incident. Customer did not allege the insulin pump for over delivery. Customer reported they did not receive a calibration not accepted alert. The device will not be returned for analysis.